Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope exhibited had disappeared indications on connecting tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to stress of repeated use, external factors, or handling.the suggested event is detectable by handling the device in accordance with the following section of instructions for use:-instruction manual ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope"olympus will continue to monitor field performance for this device.